Manufacturer narrative:
Additional information was requested and the following was obtained: did 1 suture rupture for each patient/procedure? Yes, 1 suture rupture for each patient/procedure. Please provide patient initials, age, date of birth, date of procedure, date of rupture for each patient that experienced a ruptured suture. The patient initials are not provided by hp

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an episiotomy procedure on unknown date and the suture was used. In (B)(6) 2017, after three or four days from the procedure, the patient experienced the suture rupture and required another surgery to repair the defect, to remove rupture suture and replace it with another suture.